Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; there was a problem with the analyzer. There were no mechanical issues observed, but the analyzer did not pass all incoming functional tests. The analyzer was replaced with a different unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no connection with the analyzer. The analyzer was returned for service. There were no patient complications reported as a result of this event.